Event description:
Kimberly-clark (B)(4) received a complaint stating, the nurse attached the saline vial from the closed suction system to the suction/irrigation port of the covidien subglottic tracheostomy tube and injected the saline. She recognized the misconnection immediately and the saline was suctioned. No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned for analysis. The root cause of this reported event appears to be related to user error. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.